Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable is broken. Error b30 occurs. No image is displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the intermittent video was due to the broken cable and the other malfunction related to it, the b30 errors and no image being displayed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the rigid video scope experienced intermittent video. The issue occurred during inspection for use, prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.